Event description:
Device malfunction: first recovery catheter would not to advance to recover epd, requiring second recovery catheter to retrieve epd. Symtpoms/ae: none. Time of malfunction: during procedure. It was reported that a lica stenting procedure, an acculink stent was successfully implanted. The accunet shapeable tip recovery catheter would not pass through the stent and the second low profile flexible design recovery catheter was used to successfully retrieve the filter basket. There was no reported pt injury and no additional info.